Event description:
It was reported to philips that therapy port was worn. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the patient connector needed to be replaced due to corroded pins. Upon conclusion of the evaluation, it was determined that this was a malfunction of the patient connector. The patient connector was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the therapy port was worn. There was no patient involvement.